Event description:
When attempting to remove the cath f6 st+ al I 100cm diagnostic catheter from the body, it became jammed inside the avanti+ 6f std sheath and was unable to be removed. Therefore the entire sheath needed to be removed. There were no anomalies noted with the devices prior to use and no difficulty was reported when advancing the catheters through the sheath.

Manufacturer narrative:
Neither product was returned for analysis. A review of the manufacturing records could not be done without a lot number. The complaint could not be confirmed without a product return. After review of the available information, it is not possible to determine potential contributing factors with any certainty. No further actions can be taken at this time.

Manufacturer narrative:
The actual event date is not known.additional information will be submitted within 30 days of receipt.